Manufacturer narrative:
Retainer ring = black. Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08730 inches. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. Thus and care link software was utilized and downloaded trace/history files properly. Device received with pillowing keypad overlay. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose. The customer noticed that the infusion set was leaking, and they could smell insulin. When they woke up, they experienced a headache and had a blood glucose of over 600 mg/dl. The customer was taken to the emergency room and was admitted on (B)(6) 2020 and was hospitalized for two days. When admitted, the customer had a blood glucose of 780 mg/dl. The customer was also hospitalized for diabetic ketoacidosis. Customer has been using insulin pump system within 48 hours of reported high blood glucose. Auto mode was not active at the time of the event. Troubleshooting for the customer¿s high blood glucose was declined. The insulin pump will not be returned for analysis.